Event description:
The reporter stated that user the facility found broken units during the assembly of the product. No patient involvement in this incident. This product is sold bulk non-sterile to facility. Facility has no requirement to file incidents with the FDA.